Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka) and an elevated blood glucose (bg) level of over 600 mg/dl with high ketones; cause was unknown. Customer attempted to bring bg level down by delivering a bolus. Additionally, the customer went to the emergency room (ER) where unspecified fluids were administered, as well as an electrocardiogram and chest x ray. The customer was subsequently admitted to the hospital where an insulin drip was used to resolve the issue, along with a magnesium drip to replenish electrolytes. Additionally, pain medicine was administered, and blood work was performed. Reportedly, the customer was released from the hospital on (B)(6) 2019 with no permanent damage. No issues were observed with the cartridge, infusion tubing or cannula, however infusion sets were replaced to resolve the issue.